Manufacturer narrative:
This is one of two device reports associated with this event and this event is one of two events for the same pt. Associated MFR reports for this event: 1225714-2014-00371 and 1225714-2014-00372. The other event for this pt is associated with MFR reort numbvers 1225714-2015-08114 and 1225714-2015-08115. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received noted that the pt experienced a sudden cardiac event on the same day of receiving dialysis treatment with the product.

Manufacturer narrative:
This is one event (cerebrovascular) for the same patient involving two separate products; associated mdrs # 1225714-2014-00371, -00372.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced multiple cerebrovascular events shortly after the use of the product on an unknown date.